Event description:
It was reported that the bd q-syte¿ extension set micro bore had flow issues during use. The following information was provided by the initial reporter, translated from chinese to english: "in the operating room, the extension tube does not run out".

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. The reported issue was confirmed upon testing of the returned sample since it failed our flow test. Bd was unable to determine the cause of the issue since testing results and observations did not lead to a definitive answer. Though not confirmed, a likely cause could be that the q-syte assembly was over torqued during manufacturing. The male portion of the connector of the extension was over torqued onto the q-syte, resulting in the connector becoming stuck and not removable. This can be attributed to excessive axial force, or out of balanced torque at the time of assembly by the manufacturing operator. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. There are controls in place to detect the over torquing of assemblies as well as a 100% vision system that inspects the product for abnormalities that could cause occlusions.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ extension set micro bore had flow issues during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the operating room, the extension tube does not run out"